Manufacturer narrative:
Insulin pump passed all functional tests including displacement, and self tests however, pump error hardware low level failure alarm is confirmed in the formatted history file (variable information 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No other unexpected audio or vibrate anomaly or absence of alarms were noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had received hardware low level failure alarm. The customer¿s blood glucose level was 118 mg/dl. The customer reported that they received hardware low level failure alarm and cleared alarm. The customer was advised verbally and in written form to return broken pump for analysis. The insulin pump will be returned for analysis.